Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a radiofrequency ablation procedure, the jaw of the cardioblate gemini device broke after the final ablation was completed. This event raised concerns regarding product quality and a potential safety risk. The device was used to complete the procedure. No patient complications have been reported as a result of this event. Medtronic received additional information that forceps were not used to guide the tips into place. The guides are used during the placement of the tips. There was no additional positioning necessary after the guide have positioned the tips. Six lesions (ablation cycles) were completed before the tip was found to be broken. The device was not replaced after the issue was identified. The issue did not result in a shortened ablation. The tip did not fall into the patient.